Manufacturer narrative:
(B)(4). According to the gore excluder aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites. Furthermore, potential device or procedure related adverse events may include endoleaks. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Additional considerations for patient selection include but are not limited to: ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath. Additionally, the IFU states, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak.

Event description:
On (B)(6) 2013, the patient was implanted with gore excluder aaa endoprostheses to treat an infrarenal aortic aneurysm. Reportedly, the patient had an inadequate anatomy with a calcified proximal aortic neck, and narrow and calcified iliac vessels. After pta ballooning, the physician was able to implant the gore excluder aaa endoprosthesis featuring c3&#59396;delivery system and the gore&#59397;excluder&#59393;aaa endoprosthesis contralateral leg component. Final computed tomography angiography (cta) showed a proximal type I endoleak. The endoleak was solved with a palmaz stent. The patient tolerated the procedure and discharged from the hospital without complications. On an unknown date in (B)(6) 2013, pre-treatment images determined that the maximum diameter of the aortic aneurysm was 56mm. It was reported that thereafter the aneurysm decreased in size. Reportedly, the patient was under sintromitis (medicine) treatment. On an unknown date in (B)(6) 2015, the aneurysm increased from 46 to 53 mm. Then the sintromitis was stopped. Thereafter the aneurysm decreased in size again; and after starting with sintromitis there was enlargement again. At that moment the sintromitis was stopped for long term and there was 4 mm enlargement noticed in 3 months recently. On (B)(6) 2016, follow up cta determined contrast in an aneurysmal sac and an aneurysm enlargement (unknown amount). It was reported that the cause of the aneurysm enlargement could be a type ii endoleak from lumbar arteries or a possible type iii endoleak. The physician suspected a tear in the device due to excessive calcium in the aorta. The physician is monitoring the patient.